Event description:
It was reported that the patient¿s stimulation was too high. There was an overstimulation sensation for the past 5 days prior to the notified date. The symptoms had a sudden onset, while the patient was traveling. It was also noted that the patient programmer (pp) had poor communication. It would not do telemetry with or without antenna. The patient had not been able to lower or adjust stimulation. After recommendations, the patient was able to lower the stimulation from 5.20 to 2.04v and felt much better. It was noted that the patient did not receive a replacement programmer.

Manufacturer narrative:
Product ID 3550-39, lot# n340083, implanted: 2012 (B)(6); product type accessory product ID 3 55531, lot# n344996, implanted: 2012 (B)(6); product type screening device product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37744, serial# (B)(4); product type programmer, patient. (B)(4).